Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed that there was no irregularity found. The exact cause could not be determined at the present. There were no further details provided from the facility at the present. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution. Please cross-reference the following report: 8010047-2015-00037.

Event description:
Olympus medical system corp. (Omsc) was informed that during the diagnostic colonoscopy procedure, one pt and one assisting nurse got the electric shock form the subject device. The pt go an electric shock form the subject device when the doctor was inserting the subject device into the pt. The assisting nurse got an electric shock from the subject device when the doctor retracted the subject device from the pt and handed it to the nurse. There is no report of injury about the pt and the nurse other than the electric shock.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp.(omsc), but to olympus (B)(4). The evaluation confirmed that the distal cover had a small cracks but the subject device passed the insulation resistance test. There was no irregular point in the subject device which caused the reported phenomenon. The exact cause could not be determined at present, however user handling or specific environment at the facility cannot be ruled out as a factor of this event. Please cross reference 8010047-2015-00037.

Event description:
Olympus medical systems corporation (omsc) performed a MDR retrospective review and omsc found that this follow up report is required since our evaluation result should be reported.